Event description:
It was reported that the patient was at the dentist office and when she got home she realized her device was turned off. She believed she was exposed to a CT scan. It was noted that while it appeared the device had been turned off, no settings were changed. The patient was able to turn her device back on and was receiving normal therapy.

Manufacturer narrative:
Lead: model 3389s-40, lot# v425792, implanted: (B)(6) 2010, explanted: na, lead: model 3389s-40, lot# v420227, implanted: (B)(6) 2010, explanted: na, extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, extension; model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, programmer: model 37642, serial# (B)(4).